Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and visual summary analysis of the lead indicated stretching. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant. The analyst noted that stylet insertion test passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead the physician was unable to get the stylet down the lead and there was concern the lead had gotten bent. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.